Manufacturer narrative:
Concomitant medical products: product ID 3387s-40 lot# va13xch serial# implanted: explanted: product type lead product ID 3708640 lot# serial# (B)(4) implanted: explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 16-nov-2018, UDI#: (B)(4) ; product ID: 3708640, serial/lot #: (B)(4), ubd: 07-may-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative  (rep) reports patient (pt) is getting error code 1703 on the handset. Technical services (ts) reviewed this is an out-of-regulation message. Ts reviewed they should check impedances. No symptoms reported. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported it was unknown if there was an impedance issue or what the cause of the 1703 error code was. The hcp was notified of the error code, but nothing was done yet to resolve it. Additional information was received from the healthcare professional (hcp) which confirmed there was high impedance an the monopolar and bipolar pairs for contacts 8 and 9. The patient mentions having a fall months earlier. The nurse programmed around the impedance issue, avoiding contacts 8 and 9. Patient is now programmed at contact 10 and getting some symptom control with a follow-up appointment for more programming and monitoring of impedances further. The neurosurgeon did an x-ray and did not see any clear breaks in the system. The issue has not been confirmed that it resolved so manufacturer representative with follow-up for more information. Patient is planning on follow-up appointment being in january. Additional information was received from the manufacturer representative saying the patient saw the nurse and high impedances were discovered on contact 9 so nurse reprogrammed patient to use contact 9. Caller stated now contact 8 and 9 were showing high with values fluctuating between "over 5k" and around 20k ohms. With one measurement, all monopolar pairs were greater than 5k ohms and all bipolar pairs were greater than 10k ohms. Surgeon reviewed an x-ray that was done but didn't see anything of note. As of right now, patient is programmed with contact 10 and is receiving benefit. Caller indicated monopolar 10 and 11 values are around 700 ohms. Patient reported they did have a fall earlier this year. Tss reviewed issue may continue to get worse and eventually affect contacts 10 and/or 11 to where a revision may be needed but it's unknown by the values if lead or extension is affected. Tss reviewed to monitor impedances and therapy but if patient were to need MRI, they wouldn't be eligible.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedance issue was undetermined; it was noted the patient had a fall earlier in 2022, but this was the first time this was mentioned. The impedance issue remained with the hcp programming around them.